Event description:
Blood noted to be pooling inside the chamber approximately 15 minutes into photophoresis session. The machine was turned off.

Event description:
Blood noted to be pooling inside the chamber approximately 15 minutes into photophoresis session. The machine was turned off.